Event description:
On november 23, 1992 the patient was receiving a morphine drip ordered to infuse at the rate of 1mg per hour. At approx. 1230 p.m. It was discovered that the patient received a total of 100 mg of morphine over a period of four (4) hours.the patient was pronounce dead on november 24, 1992 at 4:00 a.m. The patient's death certificate identifies the cause of death as respiratory failure. The imed gemini pc-2 IV pump was immediately taken out of service . An independent evaluation of the IV pump was scheduled and performed. The findings indicate that the IV pump malfunctioneddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, mechanical problem, component failure, valve. Conclusion: device failure directly caused event, device was out of calibration, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.